Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no reports of patient complications or device malfunctions. Post procedure, it was reported the patient experienced thrombus. The ehit (endovenous heat induces thrombus) was classified as ehit2; close proximity to the junction. Patient was prescribed a cycle of blood thinners. It was reported the patient is stable and suffered no permanent harm or injury. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. Based on the complaint description, the reported incident of a patient experiencing thrombus post procedure is confirmed. Based on information provided there was no device malfunction. A definitive root cause cannot be determined however, thrombosis is recognized as a potential complication of evlt procedures. Another potential root cause could have been the operational technique of the user. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number states, "the potential complications include but are n ot limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).